Event description:
It was reported that the vns patient passed away on (B)(6) 2015. The cause of death and its relationship to vns are unknown. Attempts for additional information have been unsuccessful to date. Based on the limited available information about the patient's death, an internal classification has determined that the death may be possible sudep.